Manufacturer narrative:
Additional information: section a.2, d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration. The recipient is reportedly presenting with decreased performance. Revision surgery is scheduled.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed broken electrode wires between the electrode ground ring and fantail region. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed broken electrode wires between the electrode ground ring and fantail region. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode caused impedance values to be out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.